Manufacturer narrative:
(B)(4).

Event description:
It was reported on 11/03/2016 that the patient was recently implanted on (B)(6) 2016 and has high impedance. It is believed to be a pin insertion issue and the patient is referred for revision surgery. The design history records for the implanted lead and generator were reviewed and both devices passed functional tests prior to distribution into the field. No surgical intervention has occurred to date.

Manufacturer narrative:
(B)(4).

Event description:
The patient had surgery on (B)(6) 2016. It was indicated from the implant card that the generator was explanted and after replacement the lead impedance was within normal limits 2722 ohms. The generator replacement was stated to be prophylactic. The explanted generator was discarded.